Event description:
It is reported that a customer's mother called to complain about her daughter having issues regarding her sensor. The patient's blood glucose was at 100 mg/dl. The patient declined to speak with the hot line. The mother also complained that the daughter experienced high blood glucose of 400 while she was training due to a bent cannula. The patient did mention the pump does work fine after they changed the set on the insulin pump. The customer was advised to speak with the hotline next time any issues arise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.